Manufacturer narrative:
Section b2: outcomes attributed to adverse provided in previous report are not applicable. Death is captured under manufacturer report number: 2916596-2023-01888. Section h6: type of investigation: 4121 - event history log review manufacturer's investigation conclusion: system controller, serial (B)(6), was returned for evaluation following the reported event of the patient being found deceased. A review of the event log files spanned approximately 2 hours (06feb23 from 04:32:22 ¿ 06:39:04 per time stamp). Throughout the entire log file, there were lvad internal fault alarms that coincided with high power events. The onset of the alarm was overwritten by new events. There were low power hazards and a no external power alarms on (B)(6) 2023 at 05:24:30 due to the batteries fully depleting. The patient was connected to the same batteries throughout the log, and it was not known how long they have been running for since data was overwritten by new events. The pump was supported by the backup battery for an hour and 12 minutes until 06:36:28 when the speed dropped to 0 rpm and the clock reset. No other alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided on 31mar23 stated that the cause of death was unknown, and it is also unknown if the devices operated as expected. The reported event could not be correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory and no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-01888.

Manufacturer narrative:
Manufacturer report number covering the patient death: 2916596-2023-01888. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found deceased last month and their family sent back the system controller. The log file started (B)(6) 2023 at 04:32 and captured constant left ventricular assist device (lvad) internal faults and low voltage advisory events. The patient was on battery power at the time and these events continued until (B)(6) 2023 at 05:05 when the battery power was in a hazard state and ran until 05:24 when the battery power was totally depleted. The emergency backup battery (ebb) in the system controller took over and powered the pump for around 1 hour and 12 minutes until the backup battery was depleted and the lvad turned off. The cause of death was unknown. It was also unknow whether the death was device related.